Manufacturer narrative:
Unable to confirm serial number.

Event description:
The field service engineer reported a ventilator with an air source fault, as evidenced by diagnostic codes 4022 and 5001.no patient involvement.

Manufacturer narrative:
The sensor board was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the sensor board revealed no signs of damage and contamination. The sensor board was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned sensor board passed all testing, and no errors were generated. This sensor board was tested and no failures were identified.